Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had low battery and also received bad battery. The customer was advised to revert to back up plan per health care professional instructions if needed. The customer was advised to monitor the pump and call back if issue recurs. The insulin pump will be returned for analysis.